Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was inserted and deployed; however, the physician was unable to park the foot to remove the device. The pt was taken to surgery. The vascular surgeon removed the device and sutured the artery closed. The pt recovered without further incident.